Event description:
It was reported in a letter from an attorney that the patient underwent fusion surgery, from the occiput to c1, which included the insertion of unspecified rods, plates and screws. It is alleged that several months later, the patient was hospitalized at an unspecified location with neck pain, swelling, facial droop on the left side, loss of hearing in the left ear, shortness of breath and a severe sensation of choking and throat tightening. It is reported that the aforementioned condition was caused by a broken screw.

Manufacturer narrative:
(B)(4): (facial drooping), (hyperesthesia). The device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported in the patient's medical records that the patient presented to surgery with history of atlantoaxial instability status post c1-2 transarticular screw fixation and fusion, pseudoarthrosis, and screw fracture (zimmer screw). The patient underwent a procedure for re-exploration of prior fusion at c1-2; removal of fractured left transarticular screw; arthrodesis from occiput- c5 with vertex including left sided c2 pars screw, occipital plate, bilateral mass screws at c3, c4, c5, iliac crest autograft, and non-structural allograft. On (B)(6) 2012 the patient was admitted to hospital with complaints of dyspnea on exertion and left lower facial droop. "Ten" days ago pt. Started having some difficulty with swallowing, sensation of mass left upper neck, some problems with swallowing." "On examination, there is some bulging on the soft tissues in the left side of his neck. The patient has complained about this. Additionally, he clearly has a left-sided facial droop. A set of cervical x-rays was performed yesterday at orange regional. These demonstrate good positioning of graft and hardware, without any evidence of pseudoarthrosis or screw loosening." Medical records do not indicate a malfunction related to the vertex hardware.

Manufacturer narrative:
A review of imaging studies shows initial atlantoaxial fusion performed with transarticular screws. This went on to pseudoarthrosis which led to a broken c1/2 screw and the need for revision. This was done occiput to c5 with new posterior hardware. The patient then began to have subsequent issues of neck swelling, facial nerve paralysis and difficulty swallowing. Extensive studies including brain MRI, x-rays, cervical mra and CT showed no reasons for these complications. Cervical construct remained functioning normally without dysfunction. Further symptoms were never connected to the cervical fusion or the posterior construct.